Event description:
Pt reported that, approx 5 months ago, the device delivered a 5 - 10u bolus, without being programmed to do so. As soon as pt realized a bolus was being administered, pt pulled out infusion set to prevent further insulin delivery. No error messages were generated by the device. Pt self-treated by eating cookies and drinking orange juice. At the time of the report, pt had already switched to back-up device.